Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the impedance value on electrode 10 of a paddle lead was open and high with an approximate value of 8570 ohms. It was noted as an electrode to avoid. Reprogramming was performed to resolve the issue. No further diagnostics were performed to identify the root cause of the high impedance as reprogramming was successful. No surgical intervention was planned or performed. There were no patient symptoms or complications reported.